Event description:
In (B)(6) I was going on a cruise and was looking for a quick fix for cellulite. I came across the fasciablaster and saw all the amazing... "Instant" results posted on the owners (B)(6) and (B)(6) pages. I thought this product would be an easy fix for my cellulite. The fasciablaster is a stick that has 4 large claws on it and you are instructed to rake it hard across your body at a pain scale of 7. You end up very badly bruised. I would like to send you photos of the horrific bruises I got. I was told this bruising was necessary to break up the cellulite. I used this tool for 9 months consistently and faithfully and it did not fix the cellulite on my thighs, in fact it made it worse... In addition, I now have dark bruise staining on my legs which may be permanent. If you don't know what bruise staining is... It is a discoloration of the skin caused by deep bruising. It looks like I slapped brown mud or dirt all over my legs and after 9 months it hasn't gone away. I would like to send you photos of my bruise staining. The owner also promoted using the fasciablaster to the fasciablaster on my stomach and legs and now the skin where my stretchmarks are is all crunchy and feels like there is bubble wrap under my skin. I have developed an inflammatory condition - called crepitus. Crepitus - is characterized by a peculiar cracking, crinkly, or grating feeling or sound under the skin, around the lungs, or in the joints. Crepitus in soft tissues is often due to gas, most often air, that has penetrated and infiltrated an area where it should not normally be (for example, in the soft tissues beneath the skin). In my honest opinion, I got scammed by all the deceptive before and after photos the owner (B)(6) pots all over her (B)(6) page to sell her fasciablaster to naive customers that don't realize how misleading the photos actually are or don't realize the owner, (B)(6), is not a scientist, or does she have any educational degrees that qualify her as an expert medical professional. She is not qualified to give medical advice but she gives medical advice all the time to her customers and she gave medical advice to me. There are also no long term studies on this product and what it will do to the body after long term trauma to the muscles and fascia. Given that I now have developing bruise staining, sagging skin and crepitus, I think it is safe for me to say that this product is extremely dangerous. I know a woman who have gotten blood clots from using the fasciablaster. I haven't had any tests or laboratory data. The problems I have experienced are cosmetic injuries and nothing a dr can do to fix it.